Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was air leakage. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was air leakage. Per good faith effort (gfe) response received 13nov2024, the authorized service provider (asp) engineer stated that the oxygen intake port of the ventilator was leaking, and the bolt of the intake port was not tightened. The asp tightened the bolt and confirmed that the issue was resolved as the device worked normally. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.